Event description:
It is reported the patient was revised due to pain. During the revision the surgeon noticed that the liner was broken.

Manufacturer narrative:
This report will be amended when our investigation is complete.